Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. The battery was replaced since it only lasted for 10 minutes. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1000 ventilator stop working. As of this time, there is no information about patient involvement associated with this event.